Event description:
Dilator was being prepared for use. Did not inflate even when pressure was increased to psi 120. All the water from the syringe went in; when nurse pulled back a large amount of air came back.